Manufacturer narrative:
(B)(4). The ht bmw universal ii guide wire ((B)(4)) is being reported under a separate medwatch report number. Eval summary: eval of the returned otw xience stent delivery system (sds) found blood visible in the guide wire lumen and on the distal shaft. There was contrast in the balloon and on the distal shaft. This is consistent with preparation, handling, and the sds at least partially advanced over a guide wire. The stent was dislodged from the balloon and not returned. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of MFR, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Several attempts were made to obtain further info from the account as to when the stent dislodged; however, no info was available. Analysis noted the outer member was bunched 25 cm proximal to the proximal balloon seal for a length of 1mm. The inner member was bunched between the markers and at the proximal end of the marker for a length of 1mm. The entire length of the soft tip was bunched. The guide wire used during the procedure was returned frozen inside the guide wire lumen. There was 8.8 cm of the distal end of the guide wire exposed distal to the tip. During the analysis of the returned product, the balloon was inadvertently over pressurized and it ruptured. There was no leak noted in the distal shaft prior to the balloon rupturing. In this case, it is possible the sds met resistance during advancement or during retraction of the guide wire, resulting in the shaft and tip bunching; however, with no further info available, this could not be confirmed. A review of the product mfg records did not reveal any non-conforming material records associated with this lot that could have contributed to this event. In this case, with the limited info available, a conclusive cause for the noted stent dislodgement and damaged shaft/tip could not be determined; however, there is no indication of a product quality deficiency. All stent delivery systems are subjected to a 100 % visual inspection. In addition, a quality control audit inspection is used to verify the product quality. All stent delivery systems are 100 % visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that the device would not cross. It is unk if anything crossed. No pt effects were reported. A 3.0 x 15 otw xience and a bmw universal ii guide wire have been returned and added to this event. No info is available regarding the issue with these two devices. Reportedly, there was no pt injury. Based on the analysis completed on 10/11/2010; the xience v otw 3.0 x 15 stent delivery system (sds) was returned with no stent implant present. There is no info at this time to indicate the location of the missing stent. Therefore; this device will be conservatively filed as a dislodged stent.